Manufacturer narrative:
H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure. Initial and final MDR (B)(4) - device 2 of 2.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient's infusion set patch was completely disconnected from cannula housing after the set was inserted. The blood glucose level of the patient was high which was treated by correction injection via multiple daily injection. The infusion set was used for about twelve hours. No further information was available.